Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that implantable pacemaker was not done correctly. The device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that implantable pacemaker was not done correctly. The device was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the device was a temporary pacemaker, and it was removed when a permanent device was implanted. There were no reports of malfunction reported.